Event description:
Affiliate reported that the pt suddenly developed symptoms of under drainage. The surgeon assumed a defect of fix pressure valve. Therefore, they explanted the valve and replaced it by a new one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.